Event description:
It was reported that the patient experienced a transient ischemic attack and that there was a device related thrombus. In (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. There were no reported complications and the patient was discharged on warfarin and aspirin. At the 45 day follow a transesophageal echocardiogram (tee) was performed. The results showed that the device had a good seal and there was no evidence of any device related thrombus. The patient was switched to plavix and aspirin at this time. On (B)(6) 2018, at the 6 month follow up the patient reported to having issues with their vision. A CT scan was performed and there was a small thrombus noted on the atrial side. The patient was restarted on warfarin. In (B)(6) 2018, a CT was performed again which showed no evidence of a thrombus. The patient was transitioned to dapt. On (B)(6) 2019 the patient experienced transient ischemic attacks. On (B)(6) 2019 a CT was performed. The results have not been provided.